Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding his device or therapy but was working with his doctor or a manufacturer representative.

Event description:
It was reported that when stimulation was turned on, there was a lack of therapeutic effect. Additionally, after use of the antenna locate feature, a power on reset (por) occurred and was ultimately cleared. Once the por was cleared the pt could adjust stimulation and was receiving stimulation. Also reported was that the placement of the implantable neurostimulator (ins) and electrode were causing painful pinching sensation in the rectal area. Due to the pain, the pt stopped using the ins. Also, during implant the nerve was damaged and left the pt with a numb left leg. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product(s): product ID: 377745, lot# v472136033, implanted: (B)(6) 2011, product type: lead. Product ID: 377745, lot# v472136034, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was not trained adequately on using the device. It was noted that the patient was not informed that the device could go into discharge or overdischarge if the charge was not maintained it was further reported that the patient was unable to adjust stimulation. It was further reported that the patient never had therapeutic effect since implant. It was noted that the unit had been "wholly" ineffective for pain management. It was reported that the implanting physician hit a lateral cutaneous nerve. It was noted that the patient had leads placed inguinally for inguinal neuropathy.